Event description:
During the review of the patient's clinic notes dated (B)(6) 2010, it was observed that the patient experienced an increase in seizures and an increase in seizure duration. The notes indicate that the physician assessed the patient's vns on (B)(6) 2010 due to the patient's increased frequency of seizures. The patient continues to have multiple seizures per month, averaging anywhere from ten to twenty seizures. The caseworker reported that the last few seizures have been longer in duration than usual. Per the notes, the patient was having seizures twice per day. They are convulsive lasting seconds to three minutes associated with loss of consciousness. His vns at the last clinic visit was apparently working well. On the date of these notes, the physician interrogated the patient's device and found that the patient's output current was at 0 ma and magnet output current was also at 0 ma. Subsequently, the physician adjusted his output to 0.25 ma and patient appeared that well. The physician subsequently adjusted magnet to 0.5 ma and the patient had some difficulty in tolerating it with resultant coughing. System and normal diagnostics were not done as patient had difficulty in tolerating the 0.5 ma and thus would have difficulty in tolerating 1 ma which is the minimum strength at which these diagnostic tests are done. Per review of the patient's programming history, it appears the patient's device had been intentionally disabled on (B)(6) 2010 by the other physician.

Manufacturer narrative:
.